Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that while interrogating the device for implant attempt, there was no electrocardiogram, no r-waves were detected and there was only electrical magnetic interference signals. An attempt was made to map with the device when it was on the patient's skin and no r-waves were present. The device was not used. The patient was to receive a device at a later date. No patient complications have been reported as a result of this event.